Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: tryx, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system with an absorbable envelope experienced infection and was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.